Event description:
The initial stent graft delivery and placement went well. Upon final angiography, a type 1 endoleak was observed, causing the lumbar to fill. A cuff was placed to resolve the leak and inadvertently moved by the operator.